Event description:
Reason for revision: component loosening.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision - due to take place (B)(6) 2013. Asr xl - left. Reason(s) for revision: unknown. Please note claimsuite states non depuy product for stem - miss match product. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update rec'd 14 oct 2013 - reason for revision: component loosening (acetabulum cup). Update received 20th november, 2013. Crawfords have now confirmed that the revision has taken place on (B)(6) 2013. Update received: 30th may 2014 - added (B)(6) reference number, marked as legal, filled mapped to mw fields and added hospital: (B)(6) hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision - due to take place (B)(6) 2013. Asr xl - left. Reason(s) for revision: unknown. Please note claimsuite states non depuy product for stem - miss match product. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update rec'd 14 oct 2013 - reason for revision: component loosening (acetabulum cup). Update received 20th november, 2013. Crawfords have now confirmed that the revision has taken place on 4th october 2013. Update received: 30th may 2014 - added (B)(6) reference number, marked as legal, filled mapped to mw fields and added hospital: (B)(6) hospital. Update - updated revision date, taken from (B)(6) email dated 31st july 2014.